Event description:
The customer reported that the device had no function. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom was verified. The control pca was replaced to resolve the issue.